Event description:
Additional information received from the manufacturer representative (rep) reported that the impedance was not resolved, nor a root cause determined. However, programming was done to avoid using the electrodes with high impedance values.

Event description:
The manufacturer representative reported they were at a normal battery replacement. It was stated they ran impedances prior to the case and everything was normal. During the case, they had some high values. The right side all pairs with 3 were >40,000 ohms, and the left side all pairs with 11 were >40,000. The surgeon removed, wiped, and dried the extension and reconnected several times. The surgeon also tried switching the leads twice. Once when running impedances, they had all values in range on the right side, but they went back to out of range after another check. It was stated they couldn't resolve the issue. It was noted that the patient wasn't programmed using 3 on the left so they just programmed the patient normally on that side. The patient was programmed with c+ 11- on the right so they switched to use c+ 10- on the right side. It was stated that they would monitor the patient's therapy, but there wasn't an issue aside from the impedances at the time of the call. Additional information received from the healthcare professional reported that the cause of the patient's high impedances weren't determined. They also indicated the reported issue wasn't resolved. Indications for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.